Event description:
Per nursing twice during the day on 4/18, they had issues with the equashield fc-1 adapter piece (lot #: 2320055a) was not working on the carboplatin's, where they couldn't infuse the medication through the device.